Event description:
Additional information: it was reported that on (B)(6) 2020 the patient had another event of automatic mode switch episodes due to far r-wave oversensing on the atrial lead. There were no patient consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented in the clinic, false auto mode switch episodes due to far r wave oversensing was observed on the atrial lead. The recommended programming changes were made. No further information available at this time.